Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that there was a cut in the hose near the muffler and the muffler did not have the red indication line (failed hose verification and muffler tube verification). It was observed that two of the ring crimps were damaged and the ring crimp near the motor was pulled back and the ring crimp near the ¿prv¿ was bent. It was further determined that the loctite assessment failed for the modified set screw and housing pins. It was observed determined that the device was power-broken, running with the safety engaged (failed safety assessment). It was further determined that the rotations per minute (rpm) was below the minimum requirement (failed rotational speed assessment). During repair, it was determined that the locking components were damaged, and the vanes were worn. It was further determined that the issues were consistent with normal wear overtime. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery it was discovered that the motor device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device was power-broken, running with the safety engaged (failed safety assessment). It was further determined that the rotations per minute (rpm) was below the minimum requirement (failed rotational speed assessment). There was no delay to the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.